Manufacturer narrative:
Age at time of event: subject was (B)(6) years old at the time of enrollment. Initial reporter facility name: (B)(6). Initial reporter address: (B)(6).

Event description:
Imperial study it was reported that thrombosis occurred. Subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion was located in left distal superficial femoral artery (sfa) with 80% stenosis and was 100mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii b lesion. Target lesion was treated with a placement of a 6mm x 120mm study stent. Following post-dilation residual stenosis was 0%. On (B)(6) 2016, the subject was discharged with dual antiplatelet therapy. On (B)(6) 2021 the subject presented to hospital, for 60 month follow up visit and subsequently color-coded duplex ultrasound (ccds) was performed bilaterally which revealed long-segment occlusion of the sfa with moderate collateralization and consistent perfusion deficit in the lower leg. Of note, the subject was planned for percutaneous transluminal angioplasty (pta) in right limb on (B)(6) 2021.